Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device was under observation for four days but the customer¿s reported problem of error e116 was not found, heavy dust was noted inside the unit, scratch was noted on the top cover, chassis and front panel and the heat spacer had hit marks but was intact. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic bariatric procedure, the visera 4k uhd camera control unit exhibited communication error e116 intermittently. The intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.